Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound performed around 2 years after placement, revealed that essure implants had migrated (seen as device dislocation). A bilateral salpingectomy and hysterectomy to remove essure was done. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, the event was detected after insertion. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical essure removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and device expulsion ("essure implants had migrated/migration of essure device location of device: one coil seen in endometrial cavity") in a 35-year-old female patient who had essure (batch no. 5258301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroidectomy in 2005, thyroid cancer, pelvic prolapse and rhinoplasty. Previously administered products included for birth control: nuvaring from 2006 to (B)(6) 2011; for an unreported indication: levothyroxine and antibiotic. Concurrent conditions included obesity, hypertension, endometriosis and follicular cyst of ovary. Family history included uterine cancer (mom) and breast cancer (aunt). Concomitant products included amlodipine for hypertension as well as hydrochlorothiazide and sertraline (zoloft) since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping),"), alopecia ("hair loss"), fatigue ("fatigue/fatigue,"), mood swings ("hormonal changes describe: I experienced mood swings,"), tooth disorder ("dental problems"), nausea ("nausea,") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, back pain ("severe back pain"), rash ("rashes"), weight fluctuation ("weight fluctuations") and headache ("migraines / headaches"). The patient was treated with analgesics, paracetamol (tylenol), acetylsalicylic acid (acetylsalicylic acid (> 100 mg)), surgery (on (B)(6) 2014 she underwent a bilateral salpingectomy and hysterectomy to remove essure) and surgery (on (B)(6) 2014 she underwent a bilateral salpingectomy and hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, dysmenorrhoea, back pain, dyspareunia, alopecia, rash, fatigue, weight fluctuation, mood swings, tooth disorder, headache, nausea and migraine outcome was unknown. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, mood swings, nausea, rash, tooth disorder and weight fluctuation to be related to essure. The reporter commented: essure devices were placed per protocol with 3 coils seen on the right fallopian tube and 4 coils seen on the left fallopian tube. Her endometrium was in the appropriate phase. There were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; in 2011: not reported ultrasound scan - in 2013: essure implants had migrated. Last menstrual period was (B)(6) 2014. Current weight 200.00 lbs. Approximate weight at the time of essure placement 185.00 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received: reporters details added. Aka names added. Events added as hormonal changes describe: I experienced mood swings, dental problems,migraines / headaches,migration of essure device location of device: one coil seen in endometrial cavity, nausea, pain, perforation (fallopian tube(s)), weight gain / loss. Lot number added. Suspect drug indication, start and stop dates were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and device expulsion ("essure implants had migrated/migration of essure device location of device: one coil seen in endometrial cavity") in a 35-year-old female patient who had essure (batch no. 5258301(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroidectomy in 2005, thyroid cancer, pelvic prolapse and rhinoplasty. Previously administered products included for birth control: nuvaring from 2006 to 1-jan-2011; for an unreported indication: levothyroxine and antibiotic. Concurrent conditions included obesity, hypertension, endometriosis and follicular cyst of ovary. Family history included uterine cancer (mom) and breast cancer (aunt). Concomitant products included amlodipine for hypertension as well as hydrochlorothiazide and sertraline (zoloft) since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping),"), alopecia ("hair loss"), fatigue ("fatigue/fatigue,"), mood swings ("hormonal changes describe: I experienced mood swings,"), tooth disorder ("dental problems"), nausea ("nausea,") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, back pain ("severe back pain"), rash ("rashes"), weight fluctuation ("weight fluctuations") and headache ("migraines / headaches"). The patient was treated with analgesics, paracetamol (tylenol), acetylsalicylic acid (acetylsalicylic acid (> 100 mg)), surgery (on (B)(6) 2014 she underwent a bilateral salpingectomy and hysterectomy to remove essure) and surgery (on (B)(6) 2014 she underwent a bilateral salpingectomy and hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, dysmenorrhoea, back pain, dyspareunia, alopecia, rash, fatigue, weight fluctuation, mood swings, tooth disorder, headache, nausea and migraine outcome was unknown. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, mood swings, nausea, rash, tooth disorder and weight fluctuation to be related to essure. The reporter commented: essure devices were placed per protocol with 3 coils seen on the right fallopian tube and4 coils seen on the left fallopian tube. Her endometrium was in the appropriate phase. There were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on 27-jan-2012: total bilateral occlusion; in 2011: not reported ultrasound scan - in 2013: essure implants had migrated. Last menstrual period was 03/04/2014. Current weight 200.00 lbs. Approximate weight at the time of essure placement 185.00 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jul-2018: update of information (batch was not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure implants had migrated") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced dysmenorrhoea ("severe menstruation pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), rash ("rashes"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (on (B)(6) 2014 she underwent a bilateral salpingectomy and hysterectomy to remove essure). Essure was withdrawn. At the time of the report, the device dislocation, dysmenorrhoea, back pain, dyspareunia, alopecia, rash, fatigue and weight fluctuation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, back pain, dyspareunia, alopecia, rash, fatigue and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2011: hysterosalpingogram result was not reported. In 2013: ultrasound scan result was essure implants had migrated. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound performed around 2 years after placement, revealed that essure implants had migrated (seen as device dislocation). A bilateral salpingectomy and hysterectomy to remove essure was done. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, the event was detected after insertion. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical essure removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.